Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call, customer was at the clinic and the nurse attempted to insert a sensor for the first time and it didn't work. The sensor was removed and it was noted the electrode was missing. Customer's parent was advised to return the sensor for analysis and customer's parent agreed.